Manufacturer narrative:
Ref: internal complaint number (B)(4). Additional information: on 12 nov 2019 the customer indicated that the third party lab culturing results revealed that there was no growth. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On 13 sep 2019 fujifilm medical systems u.s.a., inc (fmsu) was notified by (B)(6) center that one (1) patient was reported to have developed an infection, c. Diff (clostridioides difficile), after a colonoscopy procedure with a fujifilm colonoscope. The customer indicated to fmsu that they wanted to eliminate the colonoscope as a possible cause of the infection. The procedure was performed on (B)(6) 2019. On (B)(6) 2019, the patient mentioned to the customer that they had diarrhea immediately after the procedure and it was still occurring. The patient's stool was then tested and it was discovered that the patient had c. Diff. The patient was prescribed antibiotics to treat the infection. According to the customer, this patient was the first person to have a procedure performed with the subject colonoscope after the scope was returned from repair. The customer confirmed that the colonoscope was reprocessed as soon as it was returned from repair. The customer confirmed that there was no serious injury, death or delays during the procedure. The procedure was completed with no issues. As of (B)(6) 2019, the infection was resolving and the patient was scheduled for a follow up visit for the following month. This scope was used in 37 additional colonoscopy procedures since the repair and there were no similar issues reported to the customer. This report is being submitted in abundance of caution.

Manufacturer narrative:
Internal complaint number (B)(4).

Event description:
On (B)(6) 2019 fujifilm medical systems u.s.a., inc (fmsu) was notified by (B)(6) that one (1) patient was reported to have developed an infection, c. Diff (clostridioides difficile), after a colonoscopy procedure with a fujifilm colonoscope. The customer indicated to fmsu that they wanted to eliminate the colonoscope as a possible cause of the infection. The procedure was performed on (B)(6) 2019. On (B)(6) 2019 the patient mentioned to the customer that they had diarrhea immediately after the procedure and it was still occurring. The patient's stool was then tested and it was discovered that the patient had c. Diff. The patient was prescribed antibiotics to treat the infection. According to the customer, this patient was the first person to have a procedure performed with the subject colonoscope after the scope was returned from repair. The customer confirmed that the colonoscope was reprocessed as soon as it was returned from repair. The customer confirmed that there was no serious injury, death or delays during the procedure. The procedure was completed with no issues. As of (B)(6) 2019, the infection was resolving and the patient was scheduled for a follow up visit for the following month. This scope was used in 37 additional colonoscopy procedures since the repair and there were no similar issues reported to the customer. This report is being submitted in abundance of caution.